Event description:
The manufacturer became aware that a user fell asleep while on a remstar auto a-flex CPAP and awoke to see sparking, smoke and to hear a popping noise at the connection of the ac power cord and the power supply converter box. The user removed the ac cord from the wall outlet to stop the thermal event. There was no report of patient harm or injury. The devices have not yet been returned for evaluation. The investigation is on-going. A follow up final will be filed once the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on MDR 2518422-2022-03794 the 510 k number in g4 to be k131982. This was incorrect. The correct 510 k number should be k091319.

Manufacturer narrative:
The manufacturer previously reported that a user fell asleep while on a remstar auto a-flex CPAP and awoke to see sparking, smoke and to hear a popping noise at the connection of the ac power cord and the power supply converter box. The user removed the ac cord from the wall outlet to stop the thermal event. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The technician was unable to confirm the complaint with the returned components without speculation. The technician was able to verify that the returned power supply provided power to the in551s without causing errors. No evidence of degraded sound abatement foam was observed. External examination of the device observed minor wear and tear. An unidentified pink contaminant was observed in crevices/gaps on the underside of the device, one of which appeared semi-spherical. Wear and tear were observed on the power supply, including what appear to be drip/condensation marks. The patient provided a photo suggesting the cord may have been used with the device, but the connector that mates with the power supply was not returned for evaluation. Because part of the ac power cord was not returned a thorough determination cannot be made as to the cause of the damage. The returned portion of the ac power cord appears consistent with a kenic ke-21, a power cord philips sold with innospire essence nebulizer (as p/n 1095018), though the cable may have been obtained from another source. The ac power cord sold with this model of device (p/n 1036489) is supplied by manufacturer unicable; however, the patient does not appear to have been using the cord sold with this device at the time of the alleged thermal event. Examination of the end of the returned cord that connects to mains power shows cracking in the insulation at the base of the prongs. Using a digital multimeter and a known good ac power cord, the technician verified the power supply provided 12.90vdc when connected to a nominally 220vac outlet. Per css 1055888 v19, dc output should be 12vdc +1.2/-1.0vdc which shows the power supply is providing the required voltage within tolerance. Using a known good power supply and power cord, the technician applied power to the unit and verified airflow. The technician then connected to the device and reviewed the device data using service center test tools. 3,191.2 blower hours and 3,189.7 therapy hours, and 32 errors were logged. 9 instances of continue error e-55 err_therapy_queue_full were logged. 1 instance of continue error e-63 err_stuck_knob_key was logged. 15 instances of continue error e-65 err_stuck_encoder_a were logged. 7 instances of continue error e-66 err_stuck_encoder_b were logged. These errors are continue errors which do not impact therapy and will be disregarded for the purposes of this investigation. During (B)(4). Internal investigation observed dust contamination on the exterior of the upper blower box enclosure, on/in the blower, and on the sound abatement foam. No evidence of sound abatement foam degradation was observed. The modes of failure for the returned power cord cannot be evaluated without the missing portion. The results of this investigation do not impact the calculated risks. No further action is required.